Manufacturer narrative:
This follow-up report is being sent to relay that we did not receive the acetabular cup from the delayed procedure. A device from the same lot was evaluated. A second acetabular cup from the same lot was retrieved to evaluate whether the locking ring was assembled correctly. The locking ring was assembled correctly in the acetabular cup. No root cause for the difficulty assembling could be determined.

Event description:
It was reported patient underwent primary hip arthroplasty on (B)(6) 2012. During the procedure, the liner was removed and several attempts were made to lock the liner in the acetabular cup, but the liner would not engage. The surgeon removed and replaced the locking ring which was implanted with the original liner. This caused a delay of about 1 hour and 30 minutes.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "prior to seating the liner into the shell component, all surgical debris (tissue fragments, etc.) Must be removed from the interior of the shell component, as debris may inhibit the locking mechanism from engaging and securing the liner into the shell component." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.